Event description:
It was reported that a stent damage occurred. The target lesion was located in the mildly tortuous and mildly calcified proximal right coronary artery. The promus element plus everolimus-eluting platinum chromium coronary stent system was implanted on the target lesion; however, it was observed that there was stent damage in the proximal edge. The procedure was completed with a different device. No patient complications were reported and the patients condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).